Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed. Attempts to recover storage space were unsuccessful. The back panel of the machine was removed, and the drawer was manually unlocked, allowing it to open and close. The error message was cleared using the recover storage function, but once logged in, the drawer would not release, and the solenoid did not appear to actuate. The error message no longer appeared. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer had failed. A field service engineer contacted customer, and troubleshooting was performed over the phone. The customer powered down the station, removed the back panel, and reseated the spine cable as instructed. After the device was rebooted, all drawers became fully operational. No further issues or complaints were reported. The issue was resolved by reseating the spine cable. The system functioned as intended after field service engineer assisted customer to resolve the issue.